Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc glucose meter would not power on with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and became stressed and experienced symptoms of dizziness, aggression, sweating, seizure, and a loss of consciousness. The customer was able to regain consciousness and self-treat with glucose. The customer had contact with a healthcare professional who provided the customer with lucozade (energy soft drink) for the treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported being unable to test due to the adc glucose meter would not power on with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and became stressed and experienced symptoms of dizziness, aggression, sweating, seizure, and a loss of consciousness. The customer was able to regain consciousness and self-treat with glucose. The customer had contact with a healthcare professional who provided the customer with lucozade (energy soft drink) for the treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.